Manufacturer narrative:
A product development evaluation was completed: the returned prodisc-l inserter instrument shows no visible damage or any signs of wear and tear. After trying to connect the instrument with a prodisc-l superior (part ssx542k, lot 9752404) and inferior endplate (part ssx674k, lot 1706653), it can be confirmed that connecting with the inferior-endplate wasn¿t possible. It seems that the two guiding pins are bent outwards. It was also mentioned that connecting the inserter with a trial-implant wasn¿t possible either. However, per the surgical technique for the prodisc-l implant system the inserter instrument is only made to implant the implants and not the trial-implants. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: concomitant part added to complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: 1x trial implant (part and lot unknown).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was conducted for part # sfw673r, lot # a7pa23: manufacturing date: 09-jun-2006 :review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 09-jun-2006. No non-conformance reports (ncrs) were generated during production. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during prodisc-l surgery performed on (B)(6) 2016, when trying to insert the inferior implant to the prodisc-l inserter it was not possible to connect them. The inserter broke. They also tested it with a trial implant but it did not work. The surgery was not prolonged. The hospital assumes that the inserter was already broken before because the nurse tried to insert it but it was not possible. They used the second inserter. The surgery was successfully completed. There was no patient harm. Concomitant device reported as: prodisc-l inferior end plate implant (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for com-(B)(4).